Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The drape clips were missing. All the labels were damaged. The inner enclosure screw holes were damaged. A functional evaluation revealed the device would not power up to pressurize. The weight test could not be performed. The piston migration was at 1.8 inches. The complaint was confirmed and the root cause has been associated with an electrical problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a blown fuse, defective solenoid valve, defective printed circuit board or a battery failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider tenet had a loss of compression, it won't lock in place. No case was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.